Event description:
The following info was provided on a device tracking registration form: stent retrieved, not deployed. Add'l info indicated the stent was snared. Although no pt injury or intervention was reported this report is being filed since this type of event could cause an adverse event if it were to recur. The instructions for use indicate that stent retrieval is a known inherent risk of stent implantation procedures.